Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had scrolling numbers during a bolus attempt. The customer stated that she removed and reinserted the battery, and the insulin pump indicated weak battery. She replaced the battery with a new one, and the insulin pump then alarmed button error. The blood glucose reading was 311 mg/dl. No significant events leading to the keypad issues or alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected weak battery alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, cracked display window, minor scratches on lcd window and missing end cap sticker.